Manufacturer narrative:
Correction-section g2: checked "company representative".

Event description:
New information notes that the patient's right atrial (ra) lead noise oversensing which led to pacing inhibition.

Event description:
New information received notes that the patient presented to the clinic for a scheduled procedure. Upon interrogation, the patient¿s right atrial (ra) lead exhibited noise and low impedance measurements. The ra lead was capped and replaced on 15 oct 2024. The patient in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s right atrial (ra) lead exhibited low impedance measurements. No intervention was performed. The patient was in stable condition.